Event description:
It was reported that 3 electrode had high impedance issues. The health care provider was replacing the battery due to eos (end of service). The patient and the hcp decided to do the lead while he was in the operation room. It was indicated impedance testing was performed and was noted that impedance was greater than 4000 ohms. The lead was replaced. The patient status was reported as ¿alive ¿no injury¿. It was also noted that the issue was not resolved and the cause of the event was not determined. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v026811, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).